Event description:
It was reported that the patient presented in the clinic due to ventricular tachycardia (vt) episode. Upon device interrogation, it was noted that right ventricular (rv) lead exhibited r wave amplitude variation. The rv lead was capped and replaced on (B)(6) 2025. The patient's condition is unknown.